Event description:
It was reported that telemetry monitoring on the clinical information center (cic) central station was lost for 1 hour and 20 minutes due to an uninterruptible power supply (ups) failure. Fourteen patients were monitored at the time of the failure, the problem was recognized immediately and the patients were selectively viewed on another cic. There was no death or serious injury associated with this event. Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.